Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer they were not able to access the vein with introducer, the sheath started to buckle as it was entering the patient's skin. Had to open a new kit. No other information was provided.

Event description:
It was reported by the customer they were not able to access the vein with introducer, the sheath started to buckle as it was entering the patient's skin. Had to open a new kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged (split) sheath tip was confirmed and was likely related to the manufacturing process. Two photographs of a 5fr microintroducer/sheath/dilator was returned for evaluation. The shaft of the dilator appeared slightly bowed and reddish residual material was present within the lumen of the dilator, indicating that the device had been used. In the first photograph, the distal end of the sheath appeared unremarkable; no bunching of the sheath material was noted and the sheath appeared to be appropriately tapered. The second photograph showed a close-up of the distal end of the sheath on the other side. The distal end of the sheath contained a longitudinal split with straight split edges. A small amount of ballooning was seen in the sheath material on one side of the split. The manufacturing process likely caused or contributed to the observed split. Characteristics of the raw material and/or storage conditions may have also contributed to the damage. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.